Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient status as a dialysis patient.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 11500aj aortic pericardial valve, implanted approximately three (3) years and ten (10) months, was explanted due to aortic stenosis secondary to the leaflet hardening. The patient presented with cardiogenic shock and was receiving percutaneous cardiopulmonary support. The device was explanted and replaced with a medtronic's avalus valve. The patient returned to the ICU with percutaneous cardiopulmonary support. The patient status was reported as 'under treatment'. The surgeon commented that the patient was a dialysis patient, which may have contributed to the leaflets hardening. The surgeon also commented on the condition of the explanted valve, which did not appear to be calcified.